Event description:
It was reported that the patient had no pain relief despite multiple reprogramming. It was also stated that the patient was experiencing soreness and worsening pain at the implantable pulse generator (ipg) site. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.